Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced an increase in blood glucose, reaching 35.5 mmol/l (639 mg/dl), accompanied by ketones at 0.6 mmol/l. The pod was worn on the abdomen for approximately 1 to 4 hours before it was removed per physician direction. It was reported that blood was observed around the cannula. The patient was transported to the hospital for management of hyperglycemia. Symptoms reported include polydipsia, polyuria, and dry mouth. In the emergency setting, the patient received 2 units insulin via pen in addition to the basal insulin delivered through the pod in manual mode at 0.5 units per hour. After switching to a new insulin vial and applying another pod from a different box, the patient's blood glucose began to improve. The patient was discharged the same day following a 6-hour visit, and no specific diagnosis was provided.

Manufacturer narrative:
No blood was observed on the adhesive pad, cannula, or reservoir. Soft cannula and bottom housing were inspected and the formed needle was inspected under magnification and no abnormalities were found that would contribute to the reported bleeding and bruising. Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The download data from the pod showed that rotational sensor assembly malfunctions occurred toward the start of device operation, however these abnormalities did not impact device operations and did not repeat during the run. Inspection of the pod found the commutator cap to be damaged and contaminated. It could not be conclusively determined if the observed contamination and damage contributed to the observed rotational sensor malfunction.